Manufacturer narrative:
The field service engineer (fse) replaced the power management (pm) board, motor controller (mc) board and cpu board to address the reported issue. Failure analysis on the returned power management (pm) and motor controller (mc) board shows no problem found with the boards. Failure analysis on the returned cpu board shows that the shorted u9 and u3 component failure on the cpu pcba created the ventilator not to power on.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The field service engineer (fse) states that after he replaced the cable and installed the bracket as part of recall, the unit "sparked" and now will not turn on . The (fse) reported there was no patient involvement.